Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-10785. It was reported that shaft break occurred. The target lesion was located in the moderately calcified right coronary artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft was broken. The device was removed and a 3.00x38mm promus element ¿ long drug-eluting stent was advanced; however, the proximal edge of the stent was lifted up. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft itself was broken at 219mm distal of the end of the strain relief. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-10785. It was reported that shaft break occurred. The target lesion was located in the moderately calcified right coronary artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft was broken. The device was removed and a 3.00x38mm promus element ¿ long drug-eluting stent was advanced; however, the proximal edge of the stent was lifted up. No patient complications were reported and the patient's status was stable.